Manufacturer narrative:
The customer's reported complaint description of the patient receiving a pad burn is confirmed based on the photo provided by the user facility. As the device was not returned for evaluation, definitive root cause of the burn could not be determined. The rita radiofrequency ablation system consists of a model 1500 rf generator, single use rfa ablation device, and dispersive pads. There was no report of issues or complications with 1500x radiofrequency ablation system during the procedure. The pad burn was noted on right leg post procedure when pads were removed from the patient after a successful procedure. No ointment applied to burn and no surgical intervention was required. The patient did not suffer any lasting harm or injury due to event. Pad burns an preventing pad burns are well documented in the instructions for use for this device. It is not known which model 1055x rf generator was used during the reported event. A review of the service order for the all model 1500x rf generator sold to the distributor noted no recent repairs, servicing and/or upgrades have been made to the units. As no sample was returned for evaluation, a definitive root cause could not be determined. The reported event does not appear to the result of a manufacturing or design issue. The pad supplier, has ben made aware on the low frequency, no recent trends, no issues noted in th lot history records for the reported packaging and component lots, and adequate process controls in place, no corrective action to be taken by angiodynamics at this time.

Event description:
As reported on 31, august, 2015 via international distributor, "patient received the burn on the upper area of pads attached, (only right leg). The patient was under the procedure of rfa (starburst xl, 5cm ablation, 1cycle). And ablation was no problem. The burn was found out after the rfa. Additional information from the distributor is that one cycle was performed for 18 minutes 30 seconds. Ablation was no problem using dispersive pads monitored by the generator. No ice packs were used; however the patient was covered with blankets, but distributor stated this was as usual. Patient was not sweating and no body fluids or wetness observed adn pads were not overlapping. The burn (1-2nd degree, partial thickness) occurred at the upper area of the pad, no ointment applied to burn and no surgical intervention. The patient status now is patient is being treated for burn but no treatment plan was given. The pads were disposed of and will not e returned. No other harm or injury was observed or reported on this patient.